Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when flushing the catheter with 10ml syringe, a "pop" was heard and saline was observed to be squirting from the line. External catheter fracture was observed. The device was clamped and removed. There was no reported patient injury.

Event description:
It was reported that when flushing the catheter with 10ml syringe, a "pop" was heard and saline was observed to be squirting from the line. External catheter fracture was observed. The device was clamped and removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: the sample returned for evaluation was one 9 french dual-lumen hickman catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. A split was observed in the red-luered lumen, just distal to the bifurcation. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split,tensile weakness at the fracture site (due to material ballooning prior to burst), granular fracture surface texture (typical of tearing failure modes) therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.